Manufacturer narrative:
Product ID (B)(4) serial (B)(4): product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient clarifying that when they stated ¿it dropped quickly they meant the ins charge level. They stated that the internal battery was at a 2.3 day interval, but it would completely deplete at 36 hours. It was reported that resetting the controller did not resolve the issue of ¿it dropping quickly¿ and it only charging to 80 percent after 1.5 hours. They stated it still took them almost 2 hours to charge it fully and then it only lasted about 36 hours. It was reported that the issue was unresolved. The patient reported that they weighed (B)(6) at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. There was a recharger issue that started in (B)(6) 2018. The patient charged for 1.5 hours yesterday ((B)(6) 2018) and it only went to 80%. It dropped down quickly. It was reported that a system problem rm02 was seen on the controller. The batteries were taken out and put back into the controller which seemed to resolve the issue. No patient symptoms were reported. No patient symptoms were reported. No further complications were reported.